Manufacturer narrative:
This event was further reviewed by an abbott vascular medial affairs director and the reviewer stated that: ¿in this case of grade 4. Mitral regurgitation, a first clip was successfully implanted but finally detached from anterior leaflet and there was evidence of a chordal rupture. An attempt to implant a second clip to reduce mr and stabilize the slda clip was unsuccessful due to the difficulty imaging and the clip became entangled in chordae. After some unsuccessful attempts to remove the clip, it was decided to deploy the clip on chordae and mr remained at 4. The patient remained stable after the procedure. Three weeks after the mitraclip procedure, the patient was rehospitalized due to angina and then evolved to cardiogenic shock presenting right ventricular dysfunction. Angiography showed that the clip implanted in chordae had embolized and occluded the right coronary ostium causing a right ventricular infarction. The clip was removed percutaneously through right femoral artery catheterization with an 18fr introducer, and right coronary flow was recovered. The patient remained hospitalized for dialysis treatment, and for mitral and aortic valve endocarditis treated with antibiotics. The cascade of events leading to myocardial infarction and renal failure was related to the mitraclip procedure complicated by a clip detachment, favored by challenging anatomy and difficult imaging. Based on the available information there is no evidence of a device issue that would have contributed to the reported event.¿

Event description:
Additional information was received reporting that three weeks after the mitraclip procedure, the patient was re-hospitalized due to chest pain (angina) and medication was administered. The patient became stable during the next 48 hours, but then started to present low cardiac output symptoms which evolved to cardiogenic shock presenting right ventricle dysfunction and preserved left ventricle contractility. Patient was submitted for a chest angiography which showed that the clip implanted in chordae had embolized and was no longer in the mitral valve. The clip had occluded the right coronary ostium causing a right ventricle infarction. The clip was removed percutaneously through right femoral artery catheterization with an 18fr introducer, and right coronary flow was recovered. The patient remains hospitalized for dialysis treatment, and for mitral and aortic valve endocarditis and is being treated with antibiotics. Patient is being followed by the heart team and will probably be submitted to a surgical double valve replacement in two weeks. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported poor image resolution was due to procedural circumstance/operational context. The reported difficult or delayed positioning was due to imaging challenges. The reported entrapment of device was due to user technique/procedural circumstance. A conclusive cause for the reported expulsion could not be determined. The reported foreign body in patient appears to due to the reported entrapment of device. The reported unchanged mitral regurgitation (mr) was due to procedural circumstances. The reported embolism is due to the reported complete clip detachment (ccd). A conclusive cause for renal failure, angina, cardiogenic shock, myocardial infarction and endocarditis could not be determined in this complaint. The reported unexpected medical intervention is a result of case specific circumstance as troubleshooting attempts were performed to free the clip from the chordae. The reported patient effects of failure to deliver the mitraclip to the intended site (foreign body in patient), myocardial infarction, renal failure, angina, cardiogenic shock, embolism, endocarditis and mitral regurgitation as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported medical requirement, unexpected medical intervention and hospitalization were a result of case specific circumstances where the patient returned to the hospital three weeks post initial procedure where the clip was percutaneously removed and the right coronary flow was recovered. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report clip entanglement not able to be removed and deployed on chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. It was noted that the patient had a small left atrium and small fossa. The first clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped with good mr reduction. Leaflet insertion assessment was challenging as there was difficulty visualizing the clip due to the extremely lateral coaptation. Due to the satisfactory mr reduction, the clip was deployed. After the clip was deployed, fluoroscopy showed the clip was unstable and mr had increased. The clip detached from anterior leaflet and remained attached to the posterior leaflet (a single leaflet device attachment/slda) and there was evidence of a chordal rupture. A second cds was advanced in an attempt to reduce mr and stabilize the slda clip. The second cds was advanced but grasping was unsuccessful due to the difficulty imaging. It was decided not to implant the clip and end the procedure; however, the clip became entangled in chordae. After some unsuccessful attempts to remove the clip, it was decided to deploy the clip on chordae. The mr remained at 4. The patient remained stable. No additional information was provided.